Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported the customer accidently placed their pump into storage mode. Subsequently their blood glucose rose to "high"; although specific value was not provided. Elevated bg was address by manual correction injection. During troubleshooting with tandem technical support: the pump was reset and insulin delivery was resumed.